Manufacturer narrative:
H3: one used device was returned for analysis. Visual inspection was performed and no device anomalies were identified. Functional testing was performed where the extension set was individually leak tested using a hydrostatic pressure pump and no leaks were observed. The customer issue could not be confirmed or replicated.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the catheter was leaking. The event occurred during use. There was no reported patient harm/adverse event.